Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying 365mg/dl; however, their hands were shaky, so they checked their bg with a finger stick and the bg meter was displaying 37mg/dl. The patient administered themselves a glucagon shot and at the time of contact, the patient was doing good. No additional patient or event information is available. Data was provided for investigation. The problem was not confirmed via data. The probable cause could not be determined. Reportedly, the patient calibrated during periods when cgm values were not present. Labeling indicates: don¿t calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. When your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.